Manufacturer narrative:
Initial review of logs found a driver fault. Testing of actual device in progress.

Event description:
Perfusionist reported an unexpected pump stoppage, before resuming after 1 second. We consider any pump stoppage to be reportable, despite no harm to the patient involved.